Event description:
It was reported via repair work order that the there was a reduction in brake force due to out-of-adjustment brake adjusters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.